Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, tissue damage, worsening mitral regurgitation it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visibility was challenging due to equipment and the device itself. The first clip delivery system (cds) was advanced to the mitral valve, but the clip could not grasp both leaflets due to poor visibility. After several grasping attempts, a decision was made to retract the cds back to the left atrium. However, the clip became entangled with chordae resulting in a chordae tendineae rupture and worsening mr. The clip was able to be freed and removed from the patient. The procedure continued with an nt cds to reduce mr. Imaging improved and the nt clip was able to deployed without issue. The rupture was left untreated. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaint reported from this lot. Based on available information, the reported difficult to remove from anatomy and difficult leaflet grasping issue appears to be due to procedural conditions. The reported poor imaging was also due to procedural circumstances. The reported patient effect of tissue injury and mitral regurgitation (mr) resulted from reported difficult to remove from anatomy. The reported patient effects of tissue injury and mr is listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.